Event description:
It was reported that several weeks following arthroscopic surgery, suture spitting was observed. The sutures were used for subcutaneous closure. The suture lines were inflammed and bubbled up. Incision with drainage and suture removal was performed.